Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 8 atms on first inflation. The lesion was located in calcified distal right. Coronary artery (rca). A mach guide catheter, neo's grandslam guidewire and an encore inflation device were also used in the procedure. The procedure was completed with an unspecified device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental report will be filed when analysis is complete.